Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a tka surgery, when removing the nonrim speed pin 80 sterile, it broke in half. Pliers were used to remove the piece that was in the bone, no pieces remained in patient. The procedure was completed, without any delay, as they did not longer needed the device. Patient's health condition is stable.

Manufacturer narrative:
H10: the device was not returned for evaluation but the pictures were reviewed, and the failure mode was confirmed with the photo, the device is broken in half. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use for total hip systems revealed that single use device fracture has been identified in single use only section as a result of reusing. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This is a single use device, damage from misuse, excessive cleaning or rough handling are likely probable causes of the reported event. The contribution of the device to the reported event could be corroborated with the photo, the device is broken in half. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.internal complaint reference number: (B)(4).